Manufacturer narrative:
The device was not returned, and therefore, the suggested phenomenon could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During a gastrointestinal hemostasis operation, it was reported the device's loop failed to release. There was no report of patient harm. The device was replaced with another, and the procedure was completed without further event.

Manufacturer narrative:
Correction: d4, d7a, e1, e3, g2.

Event description:
No additional information received from customer.